Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement : the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a similar complaint for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep the second anchor did not deploy through the meniscus twice with the customer's meniscal repair system with 12 degree needle device. He stated the surgeon was able to deploy the first anchor successfully, retracted the needle, pulled the red trigger, and advance the second anchor onto the needle. However, when deploying the applier, the second needle did not deploy into the meniscus. Once this happened, the surgeon removed the first anchor, and tried with a second needle but the same thing happened. The surgeon removed the first anchor again and a third needle was used successfully. The surgeon had to use two needle to complete the procedure with no patient consequences. There was a five minute delay in the surgical procedure. This was not the first time the surgeon had used omnispan. The sales rep was not present. The needles were discarded by the customer already. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.